Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a brow lift procedure, while on the eyebrow muscle, both sutures detached from the needle and fell off into the patient cavity. An x-ray was done for the purpose of locating the component, or confirming that all pieces were located.